Event description:
A consumer reported that approximately two and a half years following bilateral intraocular lens (iol) implant procedures, she is experiencing blurry vision and her eye is red and irritated. The consumer reported the feeling of sand under the eyelid, pain, discomfort and irritation. Additional information was received from the consumer that she continues to feel pain daily. Her surgeon has diagnosed her with fuchs uveitis and blepharitis and has prescribed medication. There are two manufacturer reports associated with these events. This report is for the first eye.

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation, the device remains implanted. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).